Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive. No further information given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The down arrow button did not respond due to a corroded keypad trace. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.